Event description:
Boston scientific crm received information that this patient had experienced an unexplained syncopal episode. System evaluation noted ventricular noise that was oversensed and resulted in pacing inhibition. A revision procedure was performed and this pacing system was removed from service and replaced.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Microscopic visual inspection did not reveal any issues with the device seal plugs and the adhesive appeared normal and seal appears to be intact. Final analysis could not identify any device anomalies that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.